Manufacturer narrative:
The returned lead was only available in fragments. The lead had been capped about 18.5 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. The returned fragments were examined visually, mechanically, and electrically. It is probable that the lead was cut through during the explantation. Aside from the existing cut through the lead, no damages were detected. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. No conductor fracture could be found at the fragments. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead was explanted after about 3 months due to poor signal amplitude measurement values.